Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) reportedly was unable to power on. The customer checked the console fuses and cables; however, no issue was found. The issue was unable to be resolved. No patient was involved with this event. No further information was provided.